Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue. Investigation found reed switch sw5 to be faulty and determined this was the cause of the reported issue. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.